Event description:
It was reported that there was battery damage. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the battery holder was damaged, cracked gauge bezel, serial number label is worn. Functional testing confirmed the customer complaint - impact from device being mishandled. Replaced damaged battery compartment and interface board. The root cause of the reported issue was found to be customer damage.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5, b3).

Event description:
Additional information was received via email 19-sep-2022: the event date was 17aug2022. No patient was involved.